Manufacturer narrative:
Product analysis: analysis confirmed the customer's comment; the device displayed an error code when powered up. Error was cleared after running incoming functional testing. Device failed incoming functional testing. Replaced main printed circuit board (pcb) as preventative measure. Keypad¿s flextape was pinched. Lower case was damaged next to battery drawer. Display wire insulation was pinched, wire insulation not compromised. Two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an error message was displayed on the external pulse generator (epg). The device was powered down and powered back up again however the issue persisted. The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.